Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized several times this month for high blood glucose levels, ketones, pain and dehydration. The reported dates were february 10, february 14, february 19 and february 22. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The father stated that the customer only insertions in the abdomen. Advised to speak with the doctor about trying different insertion sites. Nothing further was reported.